Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (clogging of the air/water nozzle with foreign material) could not be conclusively determined. However, based upon the information from olympus china and similar past cases, omsc surmised that this reported phenomenon was attributed to the air/water nozzle clogging with cellulose (fibers of gauze, towel, absorbent cotton, etc.) And/or silicone (broken pieces of the injection tube (mh-946), etc.) If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon (clogging of the air/water nozzle with foreign material), and then the clogged air/water nozzle was replaced to new one. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the air/water nozzle of the subject device was clogged. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. Olympus (B)(4) was found that the air/water nozzle was clogged with foreign material (a black impurity, which was suspected to be the patient's mucus or other substances) during the incoming inspection for repair of the subject device. The user had been reprocessed the subject device in the correct procedure. There was no report of patient injury associated with this event.